Event description:
It was reported that the patient's right ventricular lead had dislodged. Digital radiography confirmed the lead dislodgement. During the lead revision procedure, the lead exhibited high pacing impedance. Additionally, the guidewire could not be inserted into the lead. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, stylet insertion failure and high pacing lead impedance. As received, a complete lead was returned in one-piece. Visual examination found the helix retracted and clogged with blood/tissue; x-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning the lead, the helix cold be extended and retracted when torque applied to the inner coil. The full helix extension length was measured within specifications. The reported event of stylet insertion failure was confirmed due to the over torqued inner coil inside the connector region consistent with procedural damage. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.